Event description:
On an unspecified date a female patient was injected in the nasolabial folds with a total of 0.7 cc of radiesse. Two-three days post injection the patient developed an infection manifested by redness in the cheek and a high temperature. The physician reported the infection spread from the injection site to her cheek. Corrective treatment included four courses of antibiotics. Clarithromycin was taken for 1 week, with some improvement but did not completely clear the infection. The patient was then prescribed clindamycin, 300mg four times daily and penicillin v, 500mg four times daily for 1 week. After the second course, the patient was better but there was still some redness left. Next she was prescribed augmentin, 625mg three times daily, but she appeared to get worse. Reportedly, the patient still had redness and felt pain around the nose. Therefore, the patient was returned to clindamycin 450 mg "ads" and penicillin v, 500mg four times daily. At the time of this report, the patient still had slightly increased temperature (37.2 degree c), slight redness and some facial tenderness.

Manufacturer narrative:
(B)(4). Update on patient's recovery status was requested and not received.